Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient experienced severe allergic reactions and complications during use of aligners. They have broken out that resulted in painful infections and causing physical discomfort. Treatment stopped.